Event description:
It was reported that the clinic did a stock check and found the sleeve inside of sterile pouch was broken or crushed. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). Part:908646 lot:863590 washerloc cortical screw 46mm. Part: 908644 lot: 949280 washerloc cortical screw 44mm. Report source: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02464 0001825034-2022-02525 0001825034-2022-02526.

Manufacturer narrative:
Upon visual evaluation of the returned product, it was found that the sterility of the inner pouch has not been breached. The initial report was forwarded in error and should be voided.

Event description:
Upon visual evaluation of the returned product, it was found that the sterility of the inner pouch has not been breached. The initial report was forwarded in error and should be voided.